Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. On 27-jan-2020 the patient reported that on (B)(6) 2019 at approximately 3:52, her pump turned off when she had an MRI done. The patient stated that the pump was alarming during this time and it was turned back on when she went to the hcp's office for a refill. Additional information was received from the hcp who reported that on (B)(6) 2019 the patient had motor stall with no recovery after an MRI. This was discovered at her refill appointment 2 weeks later. The motor stall recovery completed per the logs when interrogated at the visit. The patient had symptoms which included having a hard time talking; her throat felt swollen; her arms were jittery; and her legs would give out on her. No further complications were reported/anticipated.